Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2010 (B)(6); 693565 implantable tachy lead implanted: 2010 (B)(6); 407652 implantable pacing lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient had venous thrombosis of the left limb due the leads. It was also noted that the patient had distinct swelling of the left arm and had presented to the emergency room. The patient was put on anticoagulants. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.